Event description:
It was reported that 40 in ext w/2 vlv ports tubing was broken and appeared to be melted. The cap was unable to be removed. The following information was provided by the initial reporter: material no.: 37262e lot no.: unknown. It was reported the tubing was broken inside the cap and it appeared to be melted. Verbatim: unable to remove cap from female end of carefusion 303 alans smartsite IV extension. Cap would not turn and hemostat needed to be used for removal. Only then the cap was removed, but tubing was broken inside and appeared to be melted. This issue also happened with a second set of tubing as well after the first one failed. Both sets are available for inspection by manufacturer. What was the original intended procedure? Run IV medication. What problem did the user have? (Check all that apply). Device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Investigation summary two samples of model 37262e were submitted for quality investigation. The customer's complaint that the tubing was broken inside the cap was verified by visual inspection. Upon visual inspection, it can be seen that there was a significant amount of force needed to take the caps off of the extension set tubing. The force was high enough to shear the cap stems. There was no melting of the tubing. The deformation of the cap stems, during the removal of the cap, were caused the tubing to appear melted, however, the appearance of the stems are a result of the forces used to remove the cap. No other defects or damages were observed. A device history record review could not be performed on model 37262e because a lot number was not provided by the customer. The root cause for this issue is an excess of solvent between the cap and the extension set tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 40 in ext w/2 vlv ports tubing was broken and appeared to be melted. The cap was unable to be removed. The following information was provided by the initial reporter: material no.: 37262e, lot no.: unknown. It was reported the tubing was broken inside the cap and it appeared to be melted. Verbatim: unable to remove cap from female end of carefusion 303 alans smartsite IV extension. Cap would not turn and hemostat needed to be used for removal. Only then the cap was removed, but tubing was broken inside and appeared to be melted. This issue also happened with a second set of tubing as well after the first one failed. Both sets are available for inspection by manufacturer. What was the original intended procedure? Run IV medication. What problem did the user have? (Check all that apply). Device failed (e.g. Broke, couldn't get it to work or stopped working).